Manufacturer narrative:
The device was returned to olympus for inspection and a reportable malfunction was found. After inspecting the inside of the nozzle with a microscope, it was confirmed that fibrous foreign matter remained. Based on the color and shape of the foreign matter, it is assumed that it was from fibers of gauze or towels. It is assumed that fibers that had fallen off from the above during reprocessing accidentally entered the air/water supply channel and clogged the nozzle. Based on the results of the investigation, it was not possible to conclusively specify the cause of the foreign material remaining in the device. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected and prevented by following the instructions for use which state: operation manual ¿chapter 3 preparation and inspection 3.2 inspection of endoscope 3.6 inspection of the endoscopic system¿. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the colono videoscope nozzle had foreign material. There was no patient involvement.